Manufacturer narrative:
The two reported 75mm rib plate (part number rbl1302, batch numbers 566961 and 555818) were not returned for evaluation. Additionally, manufacturing and inspection records were reviewed, and no anomalies were found. Based on the information received, the root cause could not be determined.

Event description:
It was reported that a patient presented with two of three plates broken 13 months post-op. A review of the plate lot numbers has been requested. There was no delay - postoperative developments. There are two related report numbers for this event 3025141-2024-00691 and 3025141-2024-00692.